Event description:
It was reported by the field service engineer (fse) that the customer experienced an issue with a manipulator on a console related to sp0298 via request escalation s03189037. The fse mentioned that customer messaged the sp manager who in turn texted the clinical sales representative who in turn texted the fse about an issue about the master tool manipulator (mtm) on one of the two consoles. The fse asked to open a work order (wo) to receive more details. The tse checked the logs and confirmed errors 41103 and 23007 on left manipulator at gimbal roll for the console 2 with sn: (B)(6) since on (B)(6) which was reported under (B)(4) and several system reboots were noticed at each startup of the system, but issue reoccurred. The csr mentioned to the tse that sp manager got the information yesterday march 19th from dr. Prof. (B)(6) that the roll movement of the left manipulator was difficult to move during surgery and sometimes blocking. The csr mentioned they unplugged the 2nd console and performed further procedures now only with one console. The tse tried to reach sp manager but could not reach him. Tse dispatched fse for repair of left manipulator of console 2. Following the tse logs, the issue occurred prior starting procedures as errors displayed at startup of the system but dr. Prof. Grimminger that there were some issues during surgery. There was no report of patient harm, serious incident or injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm when the system was booted, the mentioned error message appeared. The customer then disconnected the defective console from the system, so that a problem-free operation with the first console was possible. The tse changed the left-hand controller that day (around noon). Therefore, a new complaint will be opened in addition.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the left master tool manipulator (mtml). The system was verified and ready for use.